Event description:
Boston scientific received information that that an alert was generated by the remote home monitoring system due to a high out of range right ventricular (rv) lead impedance measurement. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the rv lead was explanted due to the high out of range pacing impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in two segments severed at 111mm from the terminal pin. The total length of the returned portion of the lead equalled 525mm and since an entire lead should measure 590mm in length, it was determined that the mid-body segment of the lead was not returned. Visual inspection revealed that the stylet was returned stuck in the tip segment of the lead, the proximal cable to coil crimp was pulled proximally and the coil is stretched at that location and at the proximal end. The distal end of the proximal spring electrode has been pushed distally and is located up over the lead body insulation and the rate sense negative conductor coil near the tip is stretched from the extracting stylet. Further inspection revealed that there was tissue on the tip and distal part of the distal spring and the helix was extended. The two returned segments of the lead were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis was unable to confirm the field allegation with the returned segments.